Event description:
It was reported that the pump battery was unresponsive. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support; therefore, no additional information could be obtained.